Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided section d6a: if implanted, give date: lens was not implanted. Section d6b: if explanted, give date: lens was not explanted. Section e1: reporter: telephone number: (B)(6) section e2: healthcare professional: unknown/ not provided section e3: occupation: unknown/ not provided section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a lens implanted into the patient's eye and a lint was on it. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 1, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: a syringe of unknown fluid, with a balanced solution sticker on it, was received in the bag along with the original folding carton that contained patient stickers. The returned syringe was evaluated under magnification. Stickers were removed from the complaint syringe and no particle as described in the complaint event could be identified inside the syringe. No handpiece or lens was received. The complaint issue "foreign material - loose" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.